Event description:
A report of a patient experiencing pocket site discomfort was received. The patient is wheelchair bound and the location of the pocket is uncomfortable due to this. The physician relocated the ipg to the patient's abdomen area. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.